Manufacturer narrative:
Citation: vikas kilaru., et al.. Tricuspid regurgitation complicating leadless pacemaker implantation: surgical intervention for pacemaker removal and tricuspid valve replacement. Elsevier inc 11:108¿110 2025. 10.1016/j.hrcr.2024.10.017 earliest date of publication used for date of event (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 85-year-old female patient who underwent valve replacement using a medtronic 33mm mosaic mitral bioprosthetic valve implanted in the tricuspid position. It was reported that postoperatively, the patient required temporary ventricular pacing and placement of a transvenous pacing catheter due to atrial fibrillation with slow ventricular response. It was stated that within 5 days postoperatively, the patient recovered from atrioventricular conduction. It was reported that the patient¿s hospital course was complicated by respiratory failure requiring reintubation due to congestive heart failure, pleural effusion requiring chest tube placement, aggressive diuresis and intermittent inotropic support. No further information was provided pertaining to medtronic products.